Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient stated he connects the extension after the lines prime. (B)(4) explained the setup to the patient. (B)(4) then had the patient cycle power twice to the "press go to start" prompt to clear the error. The patient elected to start over with new supplies. Product surveillance contacted the patient's dialysis nurse who explained they were not aware of the error, but that the patient was in the clinic that day. The nurse stated she would follow-up with the patient. No injury or medical intervention was reported.